Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler broke upon firing and was unable to use during a colostomy reversal procedure. Another stapler was used to complete the case. There was no patient injury.